Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive following a battery change. His blood glucose was 234mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump had unresponsive up and down arrow buttons due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.